Manufacturer narrative:
Add'l info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthese is unable to determine mfg date without a lot number.

Event description:
Pt implanted with synex ii by one surgeon, now under care of a new surgeon. Pt presented to second surgeon with continued pain. Synex ii intact upon examination and film studies. Surgeon to monitor pt. No add'l treatment planned at this time.